Event description:
I am a type 1, insulin dependent diabetic. I used bd ultra-fine ii insulin syringes at least 4 times daily. The problem with the bd syringes are numerous and constant: 1. Needles breaking off in my skin when I inject, 2. Needles breaking off in the insulin bottles, 3. Needles mis-attached on the syringe at an angle, 4. Needles bending with careful, normal use, causing the insulin injection to be outside, on the skin. A recent episode could have resulted in a trip to the hosp, if I hadn't had the expertise in dealing with diabetes for 46 years. But, needles breaking off in my skin could have meant surgery. Whenever I phone bd, I ask to speak to research and development experts, but the hired employee of bd only offers a coupon for another box of syringes. When taking my pre-dinner injection, I felt the needle prick my skin and immediately felt liquid -insulin- dripping down my arm. The quandary is: do I take another shot, and how much? I erred on the side of caution, and decided to check my blood sugar hourly, all evening. I went to the gym, did 65 mins of cardio exercise -which normally lowers the blood glucose to 80 or less-, and my glucose monitor registered 510! I administered another injection, and continued to do another 25 minutes of cardio exercise. The test was then 410, and 288 when I got home. By midnight, the numbers were falling, and I awoke to a blood glucose number of 40! Thank you for taking the time to read this. I am well aware of diabetic complications, and take this disease very seriously. Again, thank you for any suggestions.